Event description:
It was reported that the pta balloon was slow to deflate after the first inflation. The balloon catheter was retracted through the sheath with difficulty. Another balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
A complete manufacturing review could not be performed as the lot number is unknown. The investigation is inconclusive, as the sample was not returned for evaluation. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. A follow up attempt was made with the international representative to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The international representative did not have any additional details to provide at this time.